Event description:
The account reported the foot end caster is not holding. The bed was located in storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the right foot brake caster was worn. This is most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the right foot brake steer caster to resolve the issue. Based on this info, no further action is required.